Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer reported that the insulin pump was dropped. The customer reported that the insulin pump had crack. The customer reported that the insulin pump had blank display. The customer's blood glucose was 212 mg/dl at the time of incident. The customer reported that the display did not return. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received with display anomaly due to cracked and bleeding display glass. It was unable to confirm motor error alarm due to display physical damage. The motor was tested outside the device and passed. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, and minor scratches on display window noted.